Event description:
It was reported to philips that the system live monitor was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency procedure. The procedure was completed as planned after the user switched to using a different monitor. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that there was a power problem with the live monitor. The fse replaced the live monitor. After the live monitor replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.